Manufacturer narrative:
(B)(4). The complaint humidifier was manufactured in 1998. Fisher & paykel healthcare has requested additional information regarding the reported fault. We will provide a follow-up report upon receipt of the requested information and completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint humidifier was manufactured in 1998. Narrative: the complaint humidifier was returned to fisher & paykel healthcare's regional office and service center for evaluation. The reported fault was not replicated as the device operated normally during testing and no excessive condensate was generated. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. The hospital has been advised that no fault was found with the returned humidifier and that device settings and room environment may contribute to condensate in the system. The hospital reported that they are aware that external factors may contribute to condensate in the system and has advised that the reported condensate seems to be "linked to setting issue from staff of intensive care unit". Fisher & paykel healthcare have been advised by the hospital that the staff has been trained and have received no additional reports of condensation from this facility.

Event description:
A healthcare facility in (B)(6) reported that they are having a general problem with condensation in breathing circuits used in a system which included the mr730 respiratory humidifier. No patient consequences were reported.

Event description:
A healthcare facility in (B)(6) reported that they are having a general problem with condensation in breathing circuits used in a system which included the mr730 respiratory humidifier. No patient consequences were reported.